Event description:
Customer informs us that he needs to remove the screw and replace it, because it was locked and then did not give the possibility of compression. The event happened the first week of march without causing adverse consequence to the patient, delay less than 5 minutes, another screw was available. During the insertion freezes the progression of the screw and activates only the compression mechanism, the screw was still out of the scaphoid x half its length, failing to screw or unscrew, (the screwdriver was acting only in the blue part of the screw). This explains the screw external lesions, determined by a mechanical caliper necessary x removal. "

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer informs us that he needs to remove the screw and replace it, because it was locked and then did not give the possibility of compression. The event happened the first week of (B)(6) without causing adverse consequence to the patient, delay less than 5 minutes, another screw was available. During the insertion freezes the progression of the screw and activates only the compression mechanism, the screw was still out of the scaphoid x half its length, failing to screw or unscrew, (the screwdriver was acting only in the blue part of the screw) . This explains the screw external lesions, determined by a mechanical caliper necessary x removal. "

Manufacturer narrative:
The reported incident that cannulated compression screw was alleged of issue s-41 (poor fixation) could not be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure may have been caused by insufficient pre drilling or that the chosen compression screw was too short as he could not get sufficient compression. The device inspection revealed the following: the article was sent back without any identification numbers and as these implants are not etched we did not know any details. We measured the length and could at least identify that the returned screw is actually article number (B)(4). Severe damages on the blue ring as well as the upper part of the yellow screw body of the compression screw are clearly evident (as informed were cause by a mechanical caliper during removal). The top view of the blue ring is showing that the inner hex is clearly badly damaged / deformed. It was still possible to insert a screwdriver, whereas the turning function of the blue ring was still in order. The given information by the surgeon, lead us believe, that the pre drilling was not deep enough or that the chosen compression screw was too short as he could not get sufficient compression. So he decided to exchange the compression screw, where he experienced some problems during removal (possible too much mechanical force was applied during insertion). The front part of the compression screw is still fully intact though. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.